Manufacturer narrative:
The system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a patient with implantable neurostimulators (ins) for the treatment of gastrointestinal/pelvic floor. It was reported that at various times the patient experienced uncomfortable/painful stimulation that was excruciating and felt like being electrocuted. The patient also reported a burning sensation and not being able to sit. The patient stated that lowering the stimulation would often resolve it but the patient currently had burning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jan-30. The patient stated that they reduced their stimulation last week and their pain was gone and their bladder issues were reduced. The patient stated they were over-stimulating and that was causing them discomfort. The patient stated their stimulation was lower and their symptoms with incontinence have reduced.